Event description:
Attorney reported: on (B) (6) 2006 - pt underwent a hernia repair surgery. Pt's hernia was repaired with a bard composix e/x mesh. On (B) (6) 2006 - pt's condition worsened progressively and he sought treatment after developing a seroma. On (B) (6) 2006 - pt's condition worsened progressively and he sought treatment after developing a seroma. On (B) (6) 2008 - pt continued to experience pain even after having the seroma drained. A CT scan performed on this date revealed recurrence of the ventral hernia and showed that the mesh had pulled apart from the abdominal wall. An abdominal binder was placed until (B) (6) 2008. On (B) (6) 2008 - pt underwent laparoscopic repair of the recurrent hernia and excision of the mesh. During surgery, the mesh was observed to have caved into the upper part of the hernia. Extensive lysis of adhesions was performed at that time. The mesh was explanted and replaced with an ethicon proceed mesh. Because of the defective composix e/x mesh patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.